Manufacturer narrative:
As reported, a portion of the 6f infinity diagnostic catheter (cath f6inf tl jl 4 100cm) approximately 1.5 inches from hub detached from rest of catheter upon retraction from body of patient over the guidewire. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The catheter was not re-shaped by the user. There were no anomalies noted during or after the device was prepped as the device was used as normal. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was visible on fluoro throughout the procedure. There was no difficulty tracking the catheter through the vessel or lesion. There was no torque on the catheter. The catheter tip had no damage, the hub was severed. There were no kink/bent noted after device was removed from patient. A non-sterile diagnostic cath f6inf tl jl 4 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the hub was found separated from the body/shaft of the catheter. The separated pieces of the unit were inspected under vision system. Neither pinhole, exposed wire, crack, poor fuse, nor thin wall thickness was found. The separated edges on the received proximal end of the catheter body/shaft were observed elongated. No other anomalies were found. The catheter body/shaft¿s proximal end od and ID were measured near the separated area and results were found within specification. An x-ray and cross-section analysis were performed on the received pieces of the unit in order to inspect the molded condition of the hub and body shaft at the proximal end. Elongations and remnants of the body/shaft in the walls of the luer hub were observed. The elongations observed presented evidence of a plastic deformation. Plastic deformation is commonly associated to application of tension forces that could induced the separation between components. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17729555 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the separated condition could not be conclusively determined during analysis. Based on the limited information available for review, procedural and handling factors most likely contributed to the separated condition as evidenced by the elongations and plastic deformation at the separated area noted during analysis. As cautioned instruction for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti® pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a portion of the 6f infinity diagnostic catheter (cath f6inf tl jl 4 100cm) approximately 1.5 inches from hub detached from rest of catheter upon retraction from body of patient over the guidewire. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The catheter was not re-shaped by the user. There were no anomalies noted during or after the device was prepped as the device was used as normal. The catheter was not kinked or damaged in any way prior to insertion into the patient. The catheter tip was visible on fluoro throughout the procedure. There was no difficulty tracking the catheter through the vessel or lesion. There was no torque on the catheter. The catheter tip had no damage, the hub was severed. There were no kink/bent noted after device was removed from patient. The device will be returned for analysis.